Event description:
A malfunction was reported where a malfunction code labeled malf 16 was identified on the customer's pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem's technical support arranged to replace the pump and confirmed the shipping address, advising the customer to use multiple daily injections (mdi) as backup therapy. The customer was instructed on how to put the pump into storage mode and to return the faulty pump with a pre-paid label within 10 days, which the customer understood and acknowledged.